Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft system was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm . It was reported on the evening of implant the patient was reportedly doing great and was checked on by the physician. It was reported some time the following day, the patients blood pressure suddenly dropped to 60. The patient was brought to the ope rating room where the physician identified that the patients bowel had become necrotic/ischemic and later the patient expired. The physician reported when examining the aorta that the graft had not covered either renal artery or the patent sma . It was said though that during the index procedure, the physician said when ballooning the proximal part of the graft it felt that something gave way at the time. The physician suspected possibly a piece of calcium broke off and covered the patients sma causing a flap in front of the sma, in which the physician attributed to the death of the patients bowel and ultimately the patients heart failing. It was reported that it was a reliant balloon used during the index procedure that may have dislodged the piece of calcium that covered the patients sma. It was reported the patient also recently underwent spinal surgery also. As per the physician the cause of the event cannot be determined. No additional clinical sequelae was provided and the patient has expired.